Manufacturer narrative:
Approximate age of device ¿ 3 years and 6 months. The device has been returned for investigation. The evaluation is not yet complete. Additional information was requested, but was not provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient underwent a pump exchange on (B)(6) 2016 due to suspected thrombus. The patient was reportedly symptomatic prior to the pump exchange. No additional information was provided.

Manufacturer narrative:
The evaluation of the returned pump confirmed the presence of depositions. Upon disassembly of the returned pump, a tissue-like deposition was observed in contact with one rotor blade on the proximal-side of the rotor body. While its specific origin could not be conclusively determined, the non-laminated structure of the deposition suggests that it did not originate on the rotor and initially developed in another location. In addition, a small white tissue-like deposition was found seated adjacent to the outlet bearing ball and in contact with one blade of the outlet stator. The deposition did not appear to have formed in laminated layers, suggesting that it did not initially develop in the outlet stator. Although the specific origin of the deposition could not be conclusively determined, its structure and color appeared similar to the rotor deposition, suggesting that it may have initially been a part of a larger deposition in that location. The evaluation could not conclusively determine a specific cause for the development of the observed depositions or a duration of time for which they were present in the device; however, they were not adhered to the blood-contacting surfaces and did not show any evidence of denaturation, suggesting that they were not present in the pump for a prolonged period of time. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the percutaneous lead did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.